Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
If was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the patient is new to them and at the in-office visit they were not able to establish telemetry and there was no device tone when the magnet was put over the implantable cardioverter defibrillator (ICD). Clinician was inquiring on what the expected longevity is for the ICD. It was noted that the patient has not been followed in over twelve years. The ICD remains in use. No patient complications have been reported as a result of this event.